Event description:
It has been reported that the bd¿ syringe 0.3ml 31g 8mm whole unit 10bg has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: it was reported that needle is not drawing up medication and will sometimes bend while inserting into vial. Verbatim: consumer reported needle will not draw the insulin and sometimes needle bends while inserting it into the vial to draw the insulin before injection. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9112698. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31g 8mm wholeunit 10bg has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: it was reported that needle is not drawing up medication and will sometimes bend while inserting into vial. Verbatim: consumer reported needle will not draw the insulin and sometimes needle bends while inserting it into the vial to draw the insulin before injection. Consumer does not re-use.